Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 16-nov-2018, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of new keyboard covers was confirmed by fse, and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the field service engineer (fse) reported that the keyboard cover was replaced and verified that keystrokes were properly registered on the screen. During dchu visual inspection: (B)(4): the cover,silicone,kybd was received with signs of physical damage and fluid ingress. During dchu testing: (B)(4): due to physical damage being observed in the cover,silicone,kybd, further testing was deemed unnecessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure replace keyboard covers is attributed to the physical damage/condition of the part pn (B)(4).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard cover required replacement. As per part investigation, it was determined that cover, silicone, keyboard shown signs of physical damage and fluid ingress. There were no adverse events or injuries reported based on this event.